Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without further issues. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer understood.